Event description:
Discordant, falsely low sodium (na) results were obtained on patient samples on an advia 1800 instrument (B)(4). The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate advia 1800 instrument, resulting higher. The corrected results were reported to the physician(s). The customer repeated quality controls, which resulted out of range. The customer then took patient samples previously run on the alternate advia 1800 instrument and repeated them on the advia 1800 instrument (B)(4), and one patient sample resulted higher upon repeat. The customer did not provide further details regarding the sample. There are no reports of patient intervention or adverse health consequences due to the discordant sodium results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse confirmed the dilution pipette probe positions, removed all the electrodes and confirmed that the o rings were fitted. The cse discovered that the buffer bottle tubing was kinked in several places. The cse cut the tubing and re-attached at the buffer bottle. Ion selective electrode precisions were run using serum samples, which resulted within range. The cause of the discordant sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.